Event description:
It was reported that the pt, approx 1 year after implantation, was using one foot to help remove the boot on the other foot when he heard a pop. X-rays showed that his mobile bearing poly had jumped over the post. The surgeon believes that this incident happened because of patella baja in deep flexion.

Manufacturer narrative:
Investigation in process.